Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: d4. The field service engineer that encountered the issue replaced the ac power cord reel (0012-00-1688). The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer and released for clinical use.

Event description:
It was reported that during the annual maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's electric cable needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.